Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) did not stop the bleeding during use. Manual compression was performed to stop the bleeding. There was no reported patient injury. The device was intended for use in percutaneous transluminal angioplasty (pta) treatment and was used according to the procedure. The device was returned for evaluation.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) did not stop the bleeding during use. Manual compression was performed to stop the bleeding. There was no reported patient injury. The device was intended for use in percutaneous transluminal angioplasty (pta) treatment and was used according to the procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f exoseal vascular closure device associated with the reported complaint was returned for evaluation. Visual inspection showed that the deployment lever was received in a depressed position while the guard locked. The plug was not returned for analysis, and the indicator wire was found fully retracted. No catheter sheath introducer (csi) was received for this unit. The indicator window was observed in the black/white/red position. No additional anomalies were identified during this visual inspection. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned for analysis and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site¿. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.